Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored an atrial tachy response (atr) episode due to suspected electromagnetic interference (emi). Technical services (ts) reviewed the episode and indicated that there could have been emi on top of atrial fibrillation (af) and that the three channels were picking up noise, undersensing was also noted. There is a segment of the episode in which atrial activity was not recorded for more than two seconds, which could be indicative of asystole. This ICD remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.